Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Information added to the fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the image was not displayed due to failure of the main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 (establishment name): (B)(6).

Event description:
It was reported the video system center displayed no image. The issue occurred during preparation for use for a diagnostic bronchoscopy procedure that was completed with a similar device. There were no reports of patient harm.